Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer had failed to open when trying to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A technical support specialist (tss) remotely accessed the system and identified that drawer 03 in zones was not enabled, which caused the issue. The tss enabled the drawer, and had the customer to attempt issuing again, and confirmed successful operation without further issues. The system functioned as intended after the technical support specialist troubleshot the device.